Event description:
During a remote follow-up, an increase in the pacing impedance and an increase in the capture threshold resulting in a loss of capture were observed on the right atrial (ra) lead. Diagnostic imaging was performed and an ra lead fracture was alleged, but was unable to be confirmed. The ra lead was capped and replaced to resolve the event. The patient was stable and will continue to be monitored.